Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient initials (B)(6). Date of event: unknown. This report is for one (2) two unknown 5.0 mm locking screws. UDI#: part number unknown, UDI unavailable. Date of implant: (B)(6) 2008. This report is for one (2) two unknown 5.0 mm locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a lateral tibial plateau fracture surgery on (B)(6) 2008 using synthes plates, screws and dbx putty. The procedure was completed successfully but after the surgery; the patient had difficulty walking due to a swollen leg and experienced ongoing issues of serve pain in her leg. Also after the surgery the patient had a post fall that injured her left knee and right wrist resulting in a right distal radius fracture and left lateral plateau fracture. On (B)(6) 2008, the patient had another surgery; an open reduction internal fixation procedure was performed on the left knee using two (2) plates (4 hole condylar plate, 6 hole plate) and nine (9) screws (two (2) 4.5 mm bicortical screws, two (2) 6.5 mm cancellous screws which one (1) was placed in the most proximal screw site, five (5) 5.0 mm locking screws - two (2) placed in proximal condylar plate; one (1) obliquely across the fracture; one (1) in most distal screw hole and one (1) 5.0 mm conical screw) and dbx putty (4 ml) and short arm cast was applied to the right forearm. Post-surgery the patient did not have any issues with her right wrist. It was reported that the procedure was completed successfully and the patient is stable. This report is for one (2) two unknown 5.0 mm locking screws. This report is 9 of 10 for (B)(4).

Manufacturer narrative:
Device has reported not been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was additionally reported the patient continues to experience ongoing pain, suffering, stress, many emergency room visits. The patient feels the hardware locks up which cause the patient to fall, loose balance and the patient¿s leg stays swollen all the time around the knee. The patient¿s doctor has noted that the patient has fluid buildup on and around the implanted hardware.